Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data.

Event description:
It was reported during in clinic follow up that the insertable cardiac monitor (icm) exhibited premature battery depletion. The product will continue to be monitored. There were no patient consequences.